Event description:
It was reported that the patient was hospitalized after experiencing high blood glucose of 710 mg/dl. Advised the caller that troubleshooting could be done, but the call was disconnected. Called the phone number on the account, but it went to voicement. Called the phone number that appeared on the caller i.d, and there was no answer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.